Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the therapy, the thermogard xp ivtm console was switched to the standby mode by itself. No additional information was provided. No known impact or patient consequence was reported.